Manufacturer narrative:
The lot number for the device was provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The sample eval was not returned. Therefore, a device eval could not be performed. The device was not returned. Images were not provided. The complaint investigation is inconclusive. The definitive root cause is unk. This event was reported via voluntary medwatch # (B)(4). Despite attempts to obtain add'l info, it was reported that the voluntary reporter does not want his/her ID to be released to the MFR. The current IFU (instructions for use) states: potential complications: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: perforation or other acute or chronic damage of the ivc wall; pain.

Event description:
.